Event description:
It was reported that a patient presented in-clinic for an explant procedure. Upon interrogation it was found that the patient's implantable cardioverter defibrillator was unable to be interrogated via both radiofrequency and inductive telemetry. Premature battery depletion was alleged on the ICD. The ICD was explanted and replaced on (B)(6) 2022. The patient was stable throughout.

Manufacturer narrative:
The reported event of failure to interrogate was confirmed. Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.